Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed pump error. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within specifications. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hours. Battery was removed form pump and monitored for 10 minutes. The insulin pump powered up properly after insertion of the battery and no post reset ram alarms were noted. Device received with cracked keypad overlay at select button. The insulin pump received with minor scratched display window, case and keypad overlay.